Event description:
Health care professional reports home pt noted moisture on her bed 5/5/98 from a hole in the pt line tubing of the homechoice set. The hole appeared to be created by her pet cat. Later that day, home pt presented to center with abdominal pain and cloudy effluent and was diagnosed with peritonitis. Home pt was given intraperitoneal antibiotics as an outpatient. Two days later home pt was admitted to the hosp for continued treatment, as she was unable to care for herself properly at home. The home pt is responding to treatment.